Manufacturer narrative:
No malfunction suspected. End user drove off of a 6 inch curb. Hoveround's owner's manual warns "[t]o reduce the chance of serious injury or death, loss of control, or falling from the power wheelchair, drive in proper environments," and "[n]ever attempt to drive a power wheelchair off or up a curb."

Event description:
The end user reports that while operating her power wheel, she drove off of a curb and landed on the side.